Event description:
Boston scientific received information that this right atrial lead was being extracted due to high threshold measurements and lead impedance measurements greater than 2500 ohms. No adverse patient effects were noted.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.